Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A ventilator was reported with failing pressure transducer test during pre-use check. The service engineer verified the issue and during troubleshooting, two technical error codes indicating power failure were generated. The service engineer changed the pneumatic back-plane and the pressure transducer pcbs. The ventilator passed the pre-use check and was returned for clinical use. The pcbs were not returned but logs were sent back for investigation. The received logs were investigated and pressure transducer fails can be seen since beginning of the test log, at (B)(6) 2021. Technical error codes indicating a power failure, were also found in the logs during the time for troubleshooting. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no goods was sent back, the root cause cannot be determined.

Event description:
Manufacturer's ref #: (B)(4).